Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The lead impedance at follow-up gradually increased since (B)(6) 2017 and eventually reached >2000 ohms, switched to unipolar. V threshold also increased to 1.7v@0.4ms from 1.1v@0.4ms. Chest xray did not show any findings. A revision has been scheduled for the future. Should additional information become available this file will be updated.

Manufacturer narrative:
On 11/22/2017 - this lead was capped and replaced on (B)(6) 2017. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curve showed a gradual increase of the pacing impedance from 1100 ohms to >2000 ohm between (B)(6) 2017 and (B)(6) 2017. The follow up data from the (B)(6) 2017 confirmed the reported threshold value of 1.7 v @ 0.4ms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.